Event description:
Additional information indicated the system explant was due to recharge burden on the patient. This product is not reportable.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-31750, 1627487-2020-31751. It was reported the patient experienced difficulty charging the ipg. Later, the patient's ipg turned inoperable and patient lost stimulation. As a result, the patient underwent surgical intervention wherein the entire system was explanted on an unknown date.